Event description:
It was reported that the patient underwent a revision surgery due to non-union of her distal femur and a broken variable angle locking compression condylar plate (va-lcp). The patient was revised with new hardware. This is report 1 of 1 for (B)(4). This report is for the unknown variable angle locking compression condylar plate.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for the 1 unknown variable angle locking compression condylar plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
(B)(6)